Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported "constant close door message", caused by a loose upper link screw. The link screw was replaced.

Event description:
It was reported that a device displayed a constant close door message. It was also reported that there was no pt incident.